Event description:
The customer reported that following a diagnostic catheterization procedure in 2003 a vasoseal elite was deployed with no obvious complications. Upon follow-up, ten days post deployment, the pt experienced slight, pain. The physician was consulted and testing revealed a pseudoaneurysm formation. A cutdown was performed 10 days later. No further complications were reported.